Event description:
Pt was walking on treadmill at slow speed with no incline, when the belt slipped, stopped briefly and then went to normal mode. The belt slipped three times within one min. No injury to pt. 11/25/96 engineering found belt looser than normal, adjusted belt tension. Tested x 3. Returned to svc.